Event description:
It was reported that the intraocular lens (iol) was fully inserted into the patient's eye and there was left over cataract in the eye. It fell to the bottom and they had to remove the lens. Procedure changed to a vitrectomy and another lens was inserted. An incision enlargement was performed. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.